Event description:
It was reported that a vns pt was experiencing a lead pulling sensation. Further follow up with the treating physician revealed that high lead impedance was noted on both systems and normal mode diagnostics tests. There was no report of any adverse events other than the lead pulling sensation initially reported. X-rays were taken and reviewed by the radiology department at the hospital and no lead discontinuities were noted and the system appeared to be intact. Attempts to obtain the x-rays for review are underway and have been unsuccessful to date. There was no report of trauma or manipulation of the device. The normal and magnet mode output current have been set to 0ma. Surgery is planned, but has not been scheduled.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to death or serious injury.